Event description:
During replacement of pt's implanted ICD which had reached end of life, an errosion in the pt's implanted defibrillating lead was noted. Blood and body fluids had entered into the lead as well. The ICD was not replaced. The leads were capped and the pt was rescheduled to have a new ICD system implanted 1 1/2 weeks later. Pt was considered too ill to have this done sooner.